Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The person harvesting the vein say that during a radial harvest the patient had a bunch of scar tissue and the wires in the jaws separated as they were trying to divide the facia. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 16jul2020 and investigation was conducted on 22jul2020. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The insulation that is below the jaws are peeled off but remained attached to the shaft. The shaft near the jaws was also found bent. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw due to clinical use. The silicone insulation was observed to be torn on the cold jaw from the base of the jaw, but not detached. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure ¿material twisted/bent; wire" was confirmed. The analyzed failures "material twisted/bent; shaft¿, "peeled; shaft", and ¿peeled; jaw" were also confirmed. The DHR was reviewed for the analyzed failures ¿bent shaft¿ and "peeled; shaft". The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Specific actions for the reported failure mode material twisted/bent; wire are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The person harvesting the vein say that during a radial harvest the patient had a bunch of scar tissue and the wires in the jaws separated as they were trying to divide the fascia. A replacement device was used to complete the procedure. The hospital did not report any patient effects.